Event description:
It was reported that the syringe had a large piece of hard plastic debris within the solution. The defect was noticed before being used on the patient.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one syringe and the foley tray labeling were received. Visual evaluation noted the syringe had a large piece of foreign material inside the syringe. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inspection results (measurement, testing data) not verified by iqa assignee. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed due to the foreign material being a confirmed supplier related event, and the defect occurred before the product arrived at the end user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the syringe had a large piece of hard plastic debris within the solution. The defect was noticed before being used on the patient.